Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 53 mg/dl. Customer reported previous bolus and blood glucose level 470 mg/dl. Customer did bolus when blood glucose was high and went to walk. Customer was not using auto mode on insulin pump. Customer was not admitted to hospital or visited to emergency room. Device will not returned for analysis.